Event description:
During follow-up, myopotential oversensing was observed. Abbott technical support was contacted and confirmed myopotential oversensing and recommended reprogramming the device. The device was reprogrammed and the event was resolved. The patient was stable.